Manufacturer narrative:
The device was not available for evaluation; therefore, no further investigations could be performed. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
Corrected date: this information was omitted from the supplemental follow-up #1. The actual complaint device has not been returned. However, an investigation has been completed and the results are as follows: DHR results: no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the device was not returned for investigation. Root cause: the root cause cannot be explicitly determined. Customer provided very limited information for this complaint. Per premarket notification 510(k) summary for clearsplint (k111828), it contained the following statement in proposed instruction, "caution: an allergy test is recommended prior to placing (appliance) in a dental cavity." However, it was only reported patient had no known allergies. In addition, it was unknown how patient was instructed to maintain and clean the device. Per proposed instruction provided from k111828, astron dental corporation suggested "briefly place appliance in warm tap water before inserting in mouth." Per supplement data from k111828, the clearsplint was found to be biocompatible.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Age - asked, but unknown. Date of birth - asked, but unknown. Weight - asked, but unknown. Ethnicity - asked, but unknown. Race - asked, but unknown. Date of event - asked, but unknown. Model number - not applicable. Catalog number - not applicable. Lot number - not applicable. Expiration date - not applicable. UDI - not available. Email address - not available.

Event description:
It was reported that a patient experienced an unknown allergic reaction on unknown date after using an astron clear splint (upper) device. According to the information provided by the doctor, the reaction was all over the mouth. The doctor stated that the reaction happened a year after the patient had been using the device; therefore, the doctor believes that the reaction may or may not be related to the device material. The patient stopped using the device and the reaction went away. It is unknown whether or not the patient has any known allergies.